Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
Left hip washout and head and liner change secondary to infection. Doctor noted signs of mechanical wear/early metalosis of the head and discolouration of the poly liner.

Manufacturer narrative:
Reported event: an event regarding infection and wear (metallosis) involving an unknown stem was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: a review of the provided medical information by a clinical consultant indicated: "the ap pelvis x-ray demonstrated bilateral tha in anatomic position without evidence of loosening or mechanical complication. The brief operative note described an I and d with liner and head exchange undertaken due to infection. Revision head and liner exchange with an I and d is confirmed." Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to infection. Signs of mechanical wear/early metallosis were observed intraoperatively. The stem was not returned for evaluation. A review of the provided medical information by a clinical consultant did not confirm the infection or wear/metallosis events. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, and the primary/revision operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Left hip washout and head and liner change secondary to infection. Doctor noted signs of mechanical wear/early metalosis of the head and discolouration of the poly liner.